Event description:
In 2009, patient reported an e4 (occlusion) error displayed on her infusion device. She stated the occlusion occurred today while she was attempting to bolus 3 units of insulin. Patient was already confirmed the error and placed the infusion device in stop mode. Had patient check memory in the infusion device; 1.5 units had been delivered prior to the occlusion error. Patient reported she changed all accessories today. Had her disconnect from her infusion site and prime the infusion tubing; insulin emerged successfully. Had her remove the cannula. She stated the cannula has not bent or kinked. Patient reported her blood glucose "is a little high", which she attributes to the occlusion or blockage in the system. Had patient insert a new cannula and bolus 1.5 units of insulin to correct for the elevated blood glucose and the remainder of her original bolus attempt of 3 units; bolus was successful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sending adhesive dressing; no product return was requested. On follow up call six days later, patient reported her readings were back to normal.

Manufacturer narrative:
No product will be returned for evaluation.